Manufacturer narrative:
The DHR was reviewed and indicated no abnormal processing. The lot in question met all specifications prior to its release. Flex fr IFU (p/n 40002-06-2) lists the following as potential adverse effects: "extrusion or migration of the bone void filler, as is possible with any bone void filler, resulting in pain, neural impingement, physical impairment, irritation or wear of an articulating joint, or loss of function; any of which may require revision surgery." As such, no updates are required for the IFU. Based on the information gathered, there is no causal link between the product and the migration. Potential contributing factors to consider are the patient physiology/condition, and/or concomitant devices used for the surgery.

Event description:
Per email: 71 year old woman surgery on (B)(6) 2021 combined arthrodesis alif with ifactor 950,050 lot 21l0144 then subsequent screwing with recalibration lumbosciatic hyperalgesic and deficient postoperatively at 3 weeks posterior collection with ifactor migration resumption of surgery for drainage.